Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a generated error and noted that the red display wire was pinched and the wire exposed. It was additionally noted that six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated an error during an in-service for the generator. The generator was returned for service. There was no patient involvement.